Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter no longer deflected in the f-direction when the steering mechanism was actuated. Further investigation revealed the inner actuator was fractured and no longer supported the vectran braid, consistent with the observed and reported deflection issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured inner actuator remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2023-00308. During a post right pulmonary waca procedure, the patient had a pericardial effusion requiring surgical repair. At the beginning of the procedure, during left pulmonary vein isolation, the first tacticath se ablation catheter was only deflecting one way. The catheter was replaced with another tacticath se ablation catheter and the procedure was continued. The catheter was moved from the anterior side of the right inferior pulmonary vein to the right superior pulmonary vein posterior roof for ablation. The patient became hypotensive and fluoroscopy and the intracardiac echocardiography confirmed a pericardial effusion. The patient was taken to surgery for repair of the pericardial effusion and a laceration was discovered on the right inferior pulmonary vein. The left veins were isolated and the right waca was completed, but the rspv was not isolated yet. The physician thinks it may have occurred during catheter manipulation. The patient is now stable.